Event description:
The director of nursing at the nursing facility where the customer resides reports the customer lost consciousness. The nursing staff took her blood glucose reading on an adc meter and received a reading of 122 mg/dl. Upon arrival to the hospital she was treated after receiving a blood glucose reading of 40 mg/dl on an unk brand hcp meter. Exact treatment is not known.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.